Event description:
Customer states that they received a no delivery alarm. The blood glucose reading was over 500 mg/dl at the time of incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.